Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture (loc) that led to the health care professional (hcp) to the decision of turning it off. Later on, while the physician performed a procedure to reposition the lead, it broke. As a result, the hcp decided to surgically abandon the rv and right atrial (ra) lead and implanted new leads on the right side of the chest. It is not expected for these leads to return. No additional adverse patient effects were reported.